Event description:
Related manufacturer references: 2030404-2013-00107, 2030404-2013-00107, 3005188751-2013-00108, 3005188751-2013-00109. During a pvc ablation procedure using, a pericardial effusion occurred. An inquiry steerable ep catheter was placed in the coronary sinus and a supreme ep catheter was placed in the right ventricle. A transseptal puncture was performed with an agilis nxt introducer and brk transseptal needle. The left ventricle was mapped using the ensite velocity mapping system and safire blu ablation catheter. While mapping, the pt became hypotensive and complained of nausea and a general feeling of discomfort. A non-sjm ice catheter revealed a pericardial effusion, which was confirmed via echocardiography. A pericardiocentesis was then performed to stabilize the pt. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.